Event description:
It was reported that the patient "suffered a severe episode of depression" on (B)(6) 2009. It was noted that the patient "had known depression" before this incident. It was noted that the patient was "electively admitted to the department of psychiatry for optimizing medical therapy." It was noted that the patient left 14 days later and "felt better." It was noted that the event was "possibly device related." It was noted that the patient's "stimulation parameters were not changed."

Manufacturer narrative:
Product ID 748240, serial# (B)(4), product type extension; product ID 748240, serial# (B)(4), product type extension; product ID 338940, lot# b0827172k, product type lead; product ID 3389-28, lot# b0831881k, product type lead. (B)(4). (B)(6).